Event description:
The iab leaked. This was the only information at the time of the report. The following information was reported to datascope on 05/07/97: the iab was inserted into the patient on 04/29/97. On 04/30/97 after iabp for eight hours, the "gas loss" alarm sounded from the pump and blood was noted in the tubing. The iab was removed and a second was inserted. There were no complications from the event. The patient went on to expire on 05/02/97. Multiple event to customer complaint (event complications: unknown-reported 05/01/97; none-) reported 05/07/97. (Pt's current status: expired-rpt'd 05/07/97.)

Manufacturer narrative:
Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.